Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. Visual inspection did not reveal any damage related to the reported complaint. The instrument passed electrical continuity testing and was placed and driven on an in-house system. The instrument successfully passed recognition and engagement tests and demonstrated intuitive movement with a full range of motion in all directions. The instrument was confirmed to be fully functional. Additional observation not related to the reported complaint: blade damage was observed at the tip of the instrument. One cutting edge exhibited an indentation. No corrosion was present on the cutting edge that would have contributed to the observed blade damage. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. Furthermore, the probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was not working. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 23-dec-2025: the mcs instrument had only been used twice, no cables broken, internal collision, or other problem. It was a functional problem not wanting to open and close. No problem with motion or sparks, everything intact. Customer had another and it worked just fine.